Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 400 mg/dl on (B)(6) 2017 at 2:25 pm. Customer treated their high blood glucose level via bolus delivery. Customer advised they smelled insulin, felt the infusion set leaked and that resulted in their high blood glucose levels. Customer declined to further troubleshoot their high blood glucose levels and advised they would follow up with their healthcare provider. Customer reported on (B)(6) 2017 that their blood glucose was back in range and they felt fine.